Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: a visual examination of the returned device noted that the balloon had been subjected to positive pressure and deflated prior to return. The device was attached to an encore inflation unit, subjected to positive pressure and a balloon pinhole was observed 2mm proximal to proximal markerband. The markerbands, blades and tip section of the device were visually and microscopically examined and no issues were noted with these components that could have potentially contributed to the complaint incident. A visual and tactile examination multiple hypotube kinks. This type of damage is consistent with excessive force being applied to the delivery system. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4)

Event description:
Reportable based on device analysis completed on 19-oct-2016. It was reported that balloon inflation failed. A 10/4.00 flextome" cutting balloon" was selected for use. During dilation, it was noted that the balloon did not inflate. The device was completely removed from the patient's body. The procedure was completed with a different device. There were no patient complications and the patient's condition was good. However, device analysis revealed a balloon pinhole.